Manufacturer narrative:
Insulin pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a crack on the reservoir compartment. Customer's blood glucose was 200 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.